Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the tip of the tunneler allegedly broke. Current patient status is unknown.

Manufacturer narrative:
H10: manufacturer review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one 14.5 fr d/l glidepath 23 cm str hemodialysis catheter with surecuff was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the sample evaluation confirmed a broken tunneler tip and this is a known issue for glidepath tunnelers. The plastic catheter loading tip on the end of the tunneler was broken into 3 fragments, with one fragment remaining on the tunneler, one fragment embedded in the distal tip of the catheter, and one fragment free. After the fragment in the distal tip of the catheter was removed, the break profiles of the fragments were observed to match. However, the definitive root cause could not be determined based upon available information. However, it is likely that supplier related issues contributed to the reported event. H11: h3, h6(patient code + description2 - removed 3190); (eval code & desc - results 1 and eval code & desc - conclusion1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the tunneler allegedly broke. Current patient status is unknown.